Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the buttons are not reacting on the pump. During bolus, the grids went up quickly and automatically without processing any further. Customer's blood glucose level was 7 mmol/l. Insulin pump will need to be returned and replaced. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to an unlocked keypad connector. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).